Event description:
It was reported that an alert was triggered for low right ventricular (rv) lead impedances. Lead trends were stable prior to and after the alert. The superior vena cava (svc) impedances were in range, and impedances were also stable during isometrics. The pace/sense impedances were stable also. It was also reported that over 1400 short interval counts (sic) were noted since (B)(6) 2014, with no episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 lead 2004 (B)(6). (B)(4).